Event description:
The user facility reported a 68-year-old male with low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. On the second day after the introduction, there was ischemia in the lower limb, and an antegrade sheath was inserted to bypass blood from the unaffected side. After bypassing the blood from the antegrade sheath lead, the ischemia was resolved. Additionally, when the impella cp was removed, roughly 30 cm of intima adhered to the pigtail. The iliac artery was dissected from the iliac artery to the periphery, and the intima of the blood vessel was peeled off. The intima was cleanly detached, and there was blood flow in the lower extremities when angiography was performed. After removal of impella, blood flow in the medial malleolar artery was confirmed by doppler, and there was no ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and vascular damage- peripheral vessel issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, incorrect introducer 16fr medikit sheath was used causing the vascular damage. Patient had calcified vessels on femoral access and antegrade sheath was used to resolve ischemia. The cause of the limb ischemia issue was patient condition related due to patient having calcified vessels. The cause of the vascular damage issue was use related due to 16 fr medikit introducer being used. Impella access is not indicated for apart from the specified manufacturer introducer listed per IFU 0042-9010-jp.